Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer states their blood glucose level was too high at 86 mg/dl and treated with bolus and took an injection at the time of incident and another blood glucose level was 79 mg/dl, 555mg/dl, 561 mg/dl, took 53 units of bolus and customer low blood glucose level was 45 mg/dl and had treated with food. The customer assisted with troubleshooting. Customer reports basal rates were programmed accurately. Customer stated that the insulin pump was under delivery. Customer reports insulin pump was not worn during a medical procedure. Customer states they performed displacement test and test results was passed. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.